Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received inappropriate shocks due to noise/oversensing and a decrease in amplitudes. A request for data review was needed. In addition the field representative believed that the electrode had migrated due to the patients twiddler's syndrome or there was an insulation issue with the electrode. An x-ray will be performed to evaluate the system position and the electrode. The values for the impedance measurements were not out of range. A review of the device data by technical services (ts) confirmed the reported observations, and ts discussed troubleshooting options. The field representative noted that during a follow up noise was not reproduced and the device was reprogrammed and more data as well as x-ray images will sent for evaluation. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received inappropriate shocks due to noise/oversensing and a decrease in amplitudes. A request for data review was needed. In addition the field representative believed that the electrode had migrated due to the patients twiddler's syndrome or there was an insulation issue with the electrode. An x-ray will be performed to evaluate the system position and the electrode. The values for the impedance measurements were not out of range. A review of the device data by technical services (ts) confirmed the reported observations, and ts discussed troubleshooting options. The field representative noted that during a follow up noise was not reproduced and the device was reprogrammed and more data as well as x-ray images will sent for evaluation. The system was subsequently explanted and the device was returned. No additional adverse patient effects were reported.